Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy for cancer. According to the rptr: the resident was firing on the lung and he fired it properly, but when he pulled it out of the chest, a staple was sticking straight out. This was with the original load. Surgeon was concerned the pt could get a fistula so the surgeon then fired a new device again. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage nor additional tissue was resected. The pt remains hospitalized due to an air leak, which could or could not be from this firing.